Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2017 with the following findings: a review of the black box showed the pump to be running on year 2021. A power on reset was found in the black box. The pump was powered back on but deliveries were never resumed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The rewind, load, and prime testing were performed successfully. The 24 hour testing was performed without any issues. No delivery interruptions or alarms occurred during the investigation. The complaint of a history/settings issue was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2016-correction to serial #.